Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation. During bench testing, the unit would not power on. Vyaire medical installed good know test pigtail and issue was resolved. Vyaire medical replaced the pigtail to address the issue.

Event description:
It was reported to vyaire medical that the ventilator shuts down when connected to the ltm. There was no patient involvement associated with this reported event.